Event description:
The patient was revised due to a cracked lag screw. The plate was replaced with a 6-hole plate without removing the lag screw. The surgeon blames a dull adjustable reamer for the crack.